Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient was treated with chronos putty on an unknown date. X-rays taken showed white parts beside the cage were visible. The surgeon presumes that the chronos putty is leaving the cage, causing the quantity of putty in the cage to decrease. Patient is not complaining. No additional information is available. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.